Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-sep-2016 which refers to a (B)(6) non-pregnant female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number e01920 (expiration date 28-jun-2018) for sterilization. Doctor inserted essure and got the device into the tube and started to roll back and it would not let go, it would not deploy and when he tried to bring it back out it broke off. Then he used graspers to pull the rest of it out but it kept breaking; he felt he got it all out but one piece. Doctor still has to take the patient to the operating room for removal. The patient was really angry. Essure was not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that when physician tried to bring it back out it broke off / one piece left inside. The physician still has to take the patient to the operating room for removal. The event, considered as device breakage, is unlisted in the reference safety information for essure. During difficult insertion. In this particular case, it was also reported that essure did not deploy and broke. Considering that device breakage occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a device removal will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Since delivery catheter was returned for investigation, we were able to conduct an investigation of the actual delivery catheter involved in this complaint. Visual inspection was performed and it was confirmed that all components are present on delivery catheter, all IFU steps were completed. Damages were observed on delivery catheter (stretched). Micro insert was not returned for this investigation. Due to device condition, inner catheter length was not able to be measured. In regards of visual inspection of delivery wire holder bond, hypo-tube to handle bond and the ptfe liner area were in conformance with acceptance criteria per inspection process. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that when physician tried to bring it back out it broke off / one piece left inside. The physician still has to take the patient to the operating room for removal. The event, considered as device breakage, is anticipated in the reference safety information for essure. During difficult insertion. In this particular case, it was also reported that essure did not deploy and broke. Considering that device breakage occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a device removal will be required. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information and is being sought.

Manufacturer narrative:
Follow-up attempts were completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that when physician tried to bring it back out it broke off / one piece left inside. The physician still has to take the patient to the operating room for removal. The event, considered as device breakage, is anticipated in the reference safety information for essure. During difficult insertion. In this particular case, it was also reported that essure did not deploy and broke. Considering that device breakage occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a device removal will be required. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.